Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
With limited information provided, it was reported patient underwent a right hip arthroplasty on an unknown date. The patient underwent a right open reduction internal fixation procedure on (B)(6) 2000 due to supracondular femur fracture. Subsequently, patient underwent an open reduction procedure on (B)(6) 2000 due to non-union femur fracture. It was further reported patient underwent a total hip arthroplasty on (B)(6) 2001 due to bone collapse and migration. No further information has been provided.